Event description:
It was reported that the school nurse stated the ilet controller was freezing and not allowing meal announcements, although system data indicated a successful lunch meal announcement shortly before the report; the issue aligns with a screen or touchscreen unresponsive behavior on the ilet controller. Symptoms included insufficient information. Outcomes included insufficient information. Investigation included communication with the reporter and analysis of information provided by the user or third party. Investigation of this case revealed a software problem associated with touchscreen input and a key or button unresponsive condition on the device¿s touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.